Event description:
It was reported during a recent procedure, (reference MFR report#1627487-2014-24411) due to the implant depth of the ipg, communication was difficult using the patient programmer. Subsequently, the physician repositioned the ipg on (B)(6) 2015 during the same procedure. Communication was resumed postoperatively thus resolving the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.